Event description:
It was reported that the device was being check when an error code 600004 occurred. The device was checked and no parameters were changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.